Manufacturer narrative:
Please find the attached voluntary event report (mw5064730).

Event description:
On an unknown date, the patient was implanted with a stent graft from another manufacturer to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging reportedly showed distal migration and a type ia endoleak, secondary to a loss of proximal endograft seal. The loss of seal was reportedly caused by a juxtarenal aneurysm. On (B)(6) 2016, the physician opted to extend the existing stent graft proximally with a low-profile gore excluder aaa endoprosthesis to treat the juxtarenal aneurysm. The superior mesenteric artery was snorkeled and the renal arteries were intentionally covered (patient had been on dialysis for chronic kidney disease). The trunk-ipsilateral component (rlt351416/14881009) was advanced and repositioned just below the celiac artery. Upon deployment of the proximal end of the device, the deployment line was reportedly broken. According to the report, the device did fully release from the catheter, and use of the backup deployment mechanism was not necessary. The device was positioned at the distal ostium of the celiac artery. Although the vessel reportedly appeared to be patent, the physician opted to implant a bare metal stent in the celiac artery as a precaution. The juxtarenal aneurysm was successfully excluded, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include metoprolol and pantoprazole. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The delivery catheter was discarded at the facility and, therefore, is not available for direct analysis by gore.

Event description:
On (B)(6) 2016, a low-profile gore® excluder® aaa endoprosthesis was implanted as part of an endovascular aortic repair. During the procedure, the trunk-ipsilateral component (rlt351416/14881009) was advanced and repositioned just below the renal arteries. Upon deployment of the proximal end of the device, the deployment line was reportedly broken. According to the report, the device did fully release from the catheter, satisfactory positioning was achieved, and use of the backup deployment mechanism was not necessary. The procedure went forward without any further reported complications, and the patient tolerated the procedure. The delivery catheter was discarded at the facility and, therefore, is not available for direct analysis by gore.